Event description:
On 17-mar-2025, a journal article was retrieved from bone and joint (2024) that reported a study from japan. The aim of this study was to evaluate the suitability of the tapered cone stem in total hip arthroplasty (tha) in patients with excessive femoral anteversion and after femoral osteotomy. The study reviewed a total of 62 hips/58 asian patients, with proximal femur anatomical abnormalities, undergoing a primary (non-traumatic) tha, between august 2014 and january 2019, using a wagner cone stem. Then the article investigated implant survival time using the endpoint of dislocation and revision and compared the prevalence of prosthetic impingements between the wagner cone, a tapered cone stem, and the taperloc, a tapered wedge stem, through simulation. Three analyses were performed: analysis 1 included review of medical records and implant survival (62 hips/58 patients); analysis 2 (jun-2022) included reported outcome measurements through simulation (55 hips/52 patients); and analysis 3 (aug-2023) included a mail survey of patient related outcome measures (prom) (36 hips/33 patients). Surgeries were performed by six senior surgeons (sh, gm, yn, si, mf, jf) at kyushu university using a posterolateral approach. Cementless (zimmer biomet) acetabular cups were involved and include the g7 cup (43 hips), the continuum cup (18 hips), and the trabecular metal acetabular system (1 hip). The head size was 32 mm in 59 hips and 28 mm in three hips, with zirconiatoughened alumina ceramic heads in 60 hips and cobalt-chromium heads in two hips. Cross-linked polyethylene was used in all hips, consisting of an elevated liner in 33 hips and a neutral liner in 29 hips with a single mobility construct. The indication for surgery was osteoarthritis, osteonecrosis of the femoral head, after hip arthrodesis, and skeletal dysplasia. The study population had a mean age of 60.2 years at time of surgery; (18 males/44 females); (30 right/32 left). It was reported one patient experienced stem subsidence. No further discussion or information regarding intervention or outcome was provided. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). A2. Mean age of 60.2 years at time of surgery. D6a. Implant date: between aug 1, 2014, and jan 31, 2019. D10. Unknown cup, unknown head, unknown liner. G2. Report source: japan. Literature: literature: adjustment of stem anteversion using tapered cone stem in total hip arthroplasty. S. Yamate, s. Hamai, t. Konishi, y. Nakao, s. Kawahara, d. Hara, g. Motomura, y. Nakashima1. Boint and joint open. Pages (1-10). 2024. Doi: 10.1302/2633-1462. 510.bjo-2024-0144.r1 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.